Event description:
A site representative reported that during a spinal fusion procedure, the back part of the ratcheting handle instrument came off in surgeon's hand while the handle was being hammered. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement device shipped to site. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
(B)(4).